Event description:
It was reported that a zero tip basket was used in a ureteroscopy procedure. During the procedure, it was noticed that the basket was disconnected from the shaft and fell in the ureter. There was no information if the detached basket was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of basket detachment. Impact code e2008 captures the reportable event of unretrieved device fragment.

Manufacturer narrative:
Device code a0501 captures the reportable event of basket detachment. Impact code e2008 captures the reportable event of unretrieved device fragment. Correction to block d4: lot number. Upon receipt at our quality assurance laboratory, this zero tip basket underwent a thorough analysis. Visual analysis of the device identified that the sheath was kinked, smashed and buckled. The handle was actuated, and it was not possible to see the basket. For that reason, the device was disassembled, and the handle cannula was assembled to the pinch vise. The handle cannula with the pull wire was removed and the pull wire was assembled to the notch cannula. Also, there was evidence of the 8 crimp marks and glue inside the notch cannula indicating the basket was assembled to that section. The basket was not returned. Based on the information available and analysis results, the reported allegation of basket detachment could be confirmed, however, the investigation findings did not lead to a clear conclusion about the cause of this failure. Furthermore, the sheath kinked, smashed and buckled could be related to handling and manipulation of the device during procedure. It is probable that an excess of force applied to the device such as operational factors during their use could have caused the damages observed on the sheath. Based on the available information and analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a zero tip basket was used in a ureteroscopy procedure. During the procedure, it was noticed that the basket was disconnected from the shaft and fell in the ureter. There was no information if the detached basket was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported.